Event description:
It was reported that a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock generated a leak during patient use. It was stated in the report that triset on ij leaking from the teal lumen. There was no patient harm reported.

Manufacturer narrative:
A couple of photos were shared by the customer, where set # a1141 is shown. However, no physical damage, leak, or anomalies are observed in the photos. One (1) used. List # a1141, 9.5" was returned for evaluation. As returned a leaking was observed from the base of the microclave near light green clamp. No additional damage or anomalies were observed. The set was tested as per procedure and the leak from the microclave and the check valve bond near the green clamp was confirmed. No other leaks along the device were observed. Complaint of leak can be confirmed. The probable cause was due to an incomplete insertion during the manufacturing process assembly at ensenada. A device history review (DHR) was performed and no relevant commodities, discrepancies, or nonconformances were identified that might have led to the condition reported by the customer.